Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus video system center was presenting a b30 scope communication during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed without patient harm using another device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A b30 scope communication error was present due to a worn scope socket. If additional information becomes available following the device evaluation, a supplemental report will be filed.